Event description:
Ambulance personnel were attending to a patient diagnosed to be in ventricular fibrillation. Six countershocks were successfully delivered. However, it was reported that when the seventh was delivered, the device displayed an "energy not delivered" message. The pateint was then observed to be in an idioventricular rhythm and no longer shockable. The patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.